Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "'system error 105' alarm", determined to be caused by a failed motor (flex). The motor assembly was replaced.